Manufacturer narrative:
The reported condition has been confirmed; however, the exact cause could not be reliably determined.

Event description:
The product was used during a colo-rectal procedure. Reportedly, the anvil did not tilt and the instrument was difficult to remove. The hosp has reported no pt injury occurred.